Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of event. The procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the device stalling upon boot up and not completing full boot up once powered on. Review of system logfiles confirms the error was with flexvision pc. Upon troubleshooting, fse installed new flexvision pc with existing hard drive and configured the system. After installation, the system was returned to use in good working order. The defective part was returned for analysis and failure of flexvision pc was confirmed. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not boot up successfully, stalling at 00:00. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.